Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced a calibration problem. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the programmer experienced a calibration problem. It was noted that the stylus was missing, and errors were found in the logs; the hardware and software were updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.